Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture confirmed via MRI". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 13, 2025, with lot number (unable to observe since the patch is missing). Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture confirmed via MRI". This record is for the right side. The device has been explanted and replaced.